Event description:
It was reported that during procedure, when the physician tried to reinsert the guidewire (subject device) into the microcatheter, the coating of the guidewire peeled off. There were no clinical consequences to the patient.

Manufacturer narrative:
Based on the results of the device history review (DHR), there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Analysis of the returned device found the polytetrafluoroethylene (ptfe) was peeling and peeled off at the proximal end. This is indicative of damage from the collet/torque device provided with the guidewire. It is most likely the torque device was not securely fastened causing it to drag down the wire during use. An assignable cause of procedural factors will be assigned to the reported and analyzed guidewire ptfe coating peeling' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
Due to the automated mes system (manufacturing execution system), there are controls in the manufacturing process to ensure the product met specifications upon release. He reported defect was not confirmed and it cannot be confirmed that the device met specifiacation as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the repoerted event, an assignable cause of undeterminable will be assigned.

Event description:
It was reported that during procedure, when the physician tried to reinsert the guidewire (subject device) into the microcatheter, the coating of the guidewire peeled off. There were no clinical consequences to the patient.

Manufacturer narrative:
Subject device not available.

Event description:
It was reported that during procedure, when the physician tried to reinsert the guidewire (subject device) into the microcatheter, the coating of the guidewire peeled off. There were no clinical consequences to the patient.